Manufacturer narrative:
The patient experienced a similar adverse event with the same device model number on (B)(6) 2020. The event is documented in MFR report # 3003464075-2020-00041. The patient experienced a similar adverse event with the same device model number on (B)(6) 2020. The event is documented in MFR report # 3003464075-2020-00042. A review of the device history record (DHR) was conducted which confirmed that the product met all quality criteria and manufacturing specifications prior to release. There is no information to indicate that a malfunction occurred. The instructions for use warn that the device must be used under the prescription of a physician. The nxstage user guide and instructions for use include allergic reaction as a potential risk associated with dialysis therapy and also include warnings to monitor for potential allergic reactions. Monitoring of the patient should be performed regularly to ensure an appropriate response to therapy. Biocompatability has been established.

Event description:
A report was received on (B)(6) 2020 from the home therapy nurse (htn) of a (B)(6) year old female patient, with a medical history of renal osteodystrophy, secondary hyperparathyroidism, diverticulitis, end stage renal disease and two recent hypersensitivity type reactions during hemodialysis treatments, stating the patient had an adverse reaction during hemodialysis therapy with the device on (B)(6) 2020. Additional information was received on 16 jul 2020 from the htn who stated symptoms began twenty five minutes into treatment and included nausea, abdominal pains, diaphoresis, shaking and blood pressure decrease from 122/90 mmhg to 101/51 mmhg. The patient was given 2 l/min of oxygen per nasal cannula and 25mg diphenhydramine IV and treatment was terminated without rinseback. The patient recovered without sequelae within fifteen minutes of diphenhydramine administration. Per the htn, further hemodialysis treatments will be performed with a device from a different manufacturer.